Event description:
It was reported that the right ventricular (rv) lead had a rise in thresholds and impedance. The device was reprogrammed to unipolar pacing and the thresholds and impedance measurements returned to normal. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. E2dr01aa implantable pulse generator (ipg) 2004-(B)(6), 457445 implantable pacing lead 2004-(B)(6). (B)(4).